Event description:
In 2008: successful breast biopsy performed using intact breast lesion excision system. Two intact wands were then used to remove a marker clip that was placed by mistake (not an indication for use). After completing the clip removal, patient skin burn was noted. No other details provided. Eleven days later: follow-up with user facility indicated that burn was minor and about the size of a dime. Patient treated with topical ointment. The following month: post biopsy follow up exam revealed biopsy site and reported skin burn to be healing well.

Manufacturer narrative:
The user facility did not retain the biopsy wands used during this procedure therefore, they could not be evaluated by intact medical. A comprehensive review of the device history record for this lot number revealed no issues with the manufacture, inspection, or testing of wands. This lot contained a total of 100 units. All have been distributed to customers; therefore, it was not possible to test a device from same lot as the device in question. No other complaints of any nature have been received against this lot.